Event description:
A 28 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. Pre-implant aneurysm and vessel morphology are unk. It was reported that a recent follow-up CT scan demonstrated a small type iii endoleak from the mid left limb. The aneurysm had increased in diameter to 5 cm. Two weeks later, the pt was taken to the operating room for angiography and repair of the endoleak. The endoleak visualized on CT was verified by angiography, and the decision was made to reline the stent graft with a 16 mm diameter x 11.5 cm length iliac limb. There was no evidence of endoleak following deployment of the iliac limb. No clinical sequelae were reported, and the pt is reported to be fine.